Event description:
A report was received that a recently implanted patient developed an epidural hematoma postoperatively, was experiencing the effects that include weakness, incontinence, numbness and light movement and eventually was paralyzed when the lead was not removed. The physician believed that the epidural hematoma was related to the procedure and not to the device. The lead was explanted and the bleeding stopped. The patient was getting better and had showed improvement.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.